Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that two patient samples showed false negative results on one of their ih-500 instruments. The customer had used ih-cell I-ii-iii for his tests as well as the ih-card ahg anti-igg. The customer stated that both patient samples showed positive results when tested on their other ih-500 instrument. The specificity of the missed antibodies were anti-k and anti-m. The customer did not return the complaint product sample for investigational testing but he returned the affected patient samples that had caused the false negative test results. At the time our quality control laboratory received the patient samples, the lot ih-cell I-ii-iii the customer had used was expired. Therefore quality control laboratory tested the patient samples with the current lot of ih-cell I-ii-iii and the retention sample of the supposedly defective lot ih-card ahg anti-igg on ih-500. Both samples reacted negatively. A simulation of the waiting time on ih-500 was not possible. Both patient samples were directly centrifuged after the incubation. For the ih-500 test, two donor samples, one anti-k and 3 ani-m were additionally used as controls. All controls reacted as expected according to the antigen pattern of the reagent red blood cells. Subsequently, our quality control laboratory simulated the same test conditions the customer had used by applying the same waiting times in the manual test method. Info on the respective waiting times at the customer's site was obtained from the snapshot analysis. The results were as follows: sampe anti-k: waiting time 22 seconds: cell no. 1/3 lot 9326011: negative; cell no. 3/3 lot 9330011: negative. Waiting time 3 minutes: cell no. 1/3 lot 9326011: +/- reaction, cell no. 3/3 9330011: 1+ reaction. Waiting time 4.30 minutes: cell no. 1/3 lot 9326011: 1+ reaction, cell no. 3/3 9330011: 1+ reaction. Sample anti-m: waiting time 50 seconds: cell no. 2/3, lot 9330011: 1 w; cell 2/3 lot 9326011 (m+n-): negative; cell 3/3 lot 9326011 (dosage effect) (m+n+): negative. Waiting time 2.30 minutes: cell no. 2/3, lot 9330011: 1 +; cell 2/3 lot 9326011 (m+n-): 1 w; cell 3/3 lot 9326011 (dosage effect) (m+n+): negative. Waiting time 6.30 minutes: cell no. 2/3, lot 9330011: 1 s; cell 2/3 lot 9326011 (m+n-): 1+; cell 3/3 lot 9326011 (dosage effect) (m+n+): 1w. Based on the investigation the complaint was classified as confirmed - epp (expected product performance). The complaint sample was not available for investigation, but the affected patient samples. The retention sample reacted as expected. The tests of our quality control laboratory showed that the complaint was a sample-related issue. For both samples, different reactions were obtained depending on the zygosity of the reagent red blood cells and the waiting time. A longer waiting time led to enhanced reactions in both samples, therefore the antibodies have an igm part. In the case of the anti-m, the dose dependence (dosage effect) of the reagent red blood cells could also be demonstrated; in the case of the heterozygous reagent red blood cell, a weak positive reaction occurred only after the highest waiting time. The serological test results of the patient samples matched completely the evaluation of the snapshots of the customer's ih-500 devices. The instruction for use (IFU) contained notes regarding unexpected negative reactions, e.g.: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies."